Manufacturer narrative:
The complaint device was not returned by the customer; therefore, no product analysis could be performed. Please see the section b5 field for more information regarding the specific circumstances of this event.

Event description:
It was reported that the pacemaker system was implanted in 2017. The patient had a right ventricular (rv) lead replacement due to perforation a few days after this implant procedure. Then after this rv lead revision procedure, the patient had returned for the right atrial (ra) lead revision due to lead displacement. It was suspected that the product performance issue must had occurred during the rv lead revision procedure. The ra lead helix mechanism was unable to be re-extended and the ra lead was explanted and replaced. No additional adverse patient effects were reported. Both the ra and rv leads had not been returned to boston scientific for analysis and is not expected to be returned since the incident occurred in 2017.

Event description:
It was reported that the pacemaker system was implanted in 2017. The patient had a right ventricular (rv) lead replacement due to perforation a few days after this implant procedure. Then after this rv lead revision procedure, the patient had returned for the right atrial (ra) lead revision due to lead displacement. It was suspected that the product performance issue must had occurred during the rv lead revision procedure. The ra lead helix mechanism was unable to be re-extended and the ra lead was explanted and replaced. No additional adverse patient effects were reported. Both the ra and rv leads had not been returned to boston scientific for analysis and is not expected to be returned since the incident occurred in 2017.